Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the patient did notify their doctor immediately after implant for the shocking issue and have had at least 3 follow up appointments with them. The patient stated that the doctor was terrific and explained why they got shocked when they raise their arms. As a step to resolve the issue, the patient¿s device had been reprogrammed 3 times by the manufacturer¿s representative. If additional information is received, a follow up report will be submitted.

Event description:
Information received from the patient reported that they had a shocking sensation from their implantable neurostimulator (ins) when they would lay back (directly on their back) in bed or leaned back in a chair. It was noted that they got a major shock last night when they laid back. There were no falls or trauma reported related to the issue. Through the use of the programmer, the stimulation was determined to be on. The indication for use for the implanted device was noted as non-malignant pain and complex regional pain syndrome type I. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.